Event description:
Caller indicated the assure platinum was reading high. Patient got a reading of 353 and she/he doesn't usually have that high reading. Nurse gave him/her 15 units of insulin and patient crashed. Caller said they had to give medication to bring the glucose back to normal level. Patient did have something to eat around 2 or 3 in the evening that's the time they normally have a snack. Caller didn't really have more information as the night shift nurse was the one there when it happen. Caller would not give the name of the patient for security purposes. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The print on the returned meter label is rubbing off, however ,this defect does not affect product performance. The returned meter was evaluated with reference test strips and performed to specification. No performance failure detected.